Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing. The article reported leads which exhibited a gradual increase in thresholds, although they remained in an acceptable range. The status/disposition of the leads appears to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/61 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: application of permanent left bundle branch pacing in patients with bradycardia after cardiac surgery. South china journal of cardiology. 2021. Vol. 22, no. 1. Doi:10.16268/j.cnki.44-1512/r.2021.01.003. If information is provided in the future, a supplemental report will be issued.